Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual and dimensional inspections were performed on the returned device. The reported separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in an unspecified coronary artery. During attempted advancement of the 2.5x20 mm nc trek balloon dilatation catheter (bdc) to the target lesion; the device separated at the mid shaft, near the first shaft marker. The separated segment was removed by hand. There were no adverse patient effects and no clinically significant delay in the procedure. A non-abbott device was used to complete the procedure. No additional information was provided.